Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the electrode tip found no anomalies. A stylet insertion test was performed which revealed a necked-down inner coil near the terminal pin. This type of damage is consistent with inner coil over-torque and helix extension/retraction difficulty. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any further abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that at a routine follow-up appointment four weeks following the system implant procedure, low sensing and inconsistent capture were noted from this right ventricular (rv) lead. Additionally, the patient's underlying rhythm was bradycardia, but the patient was asymptomatic. The patient was admitted for a rv lead revision. Diagnostic imaging was performed which confirmed a rv lead dislodgement. The physician also suspected a rv lead perforation, but this was not able to be confirmed via echocardiogram. The rv lead was subsequently explanted and replaced to resolve the event and the patient was stable. The lead was received for analysis.